Event description:
It was reported that the user experienced hyperglycemia after a meal, with blood glucose reaching 367 mg/dl and later decreasing to 350 mg/dl while using a teflon infusion set; the user reported no pump alerts or alarms, and a phone-based troubleshooting session included disconnecting the set, visually confirming a straight cannula, performing a full supply change, and resuming insulin delivery. Symptoms included elevated blood glucose. Outcomes included temporary disruption of diabetes management and the plan for follow-up to assess glucose response. Investigation included remote troubleshooting, user-guided inspection of the infusion site, and execution of a full supply change by phone. Investigation of this case revealed no visible cannula kinking or device alarms, and the cause of hyperglycemia remained unclear despite supply replacement and resume of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.